Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands got dislodged while deploying. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands got dislodged while deploying. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on february 10, 2022: it was reported that the anatomy location of the procedure was the distal esophagus. Additionally, it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a150103 captures the reportable issue of band premature deployment. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found three bands attached. The trip wire was not secured and the slack was not correctly taken up. It was noted that the suture thread was in good condition which contained the seven knots. Microscopic examination was performed, and it was noted that the ligator head teeth were in good condition. The suture hole was also in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured and the slack was not taken up correctly. Failure to follow these steps can affect the bands deployment activity. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.